Event description:
The device was prepared per the information for use. The delivery system was fed into the patient and sat there for some time. The doctor removed the system and re-flushed. The delivery systemwas reintroduced within the patient. The stent would not move within the catheter. A new device was used to complete the procedure.